Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported experiencing pain on her side when she would increase stimulation. The patient stated that it would bother her down her hip. The patient saw her healthcare provider for reprogramming and the issue resolved. The patient then stated that after reprogramming the patient increased stimulation again and felt pain on the left side of the leg and down the hip. The patient ignored the pain and eventually it went away. Symptom onset was described as sudden starting on (B)(6). Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.